Event description:
Oxytote regulator usually has a tag on it that says "caution read instructions before using". Staff understood that instructions were supposed to be on the back of the tag. Instead the back of the tag only says "caution". There are no instructions on use attached to the device.